Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of thrombosis is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect of thrombosis, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that sometime in or around 2014 the patient presented with unstable angina and a xience stent was implanted. Sometime in or around 2019, in-stent thrombosis was noted. The thrombosis was evacuated by a balloon followed by intravascular ultrasound (ivus) where neo-atherosclerosis was noted. Angiography was performed to confirm thrombosis. A non-abbott stent was deployed in the left main trunk to proximal left anterior descending (lad) artery. A kissing balloon technique was performed for the lad artery and the left circumflex (lcx) to complete the procedure. No adverse patient sequela was reported. In the physician's opinion the xience stent did not cause or contribute to the thrombosis. No additional information has been provided.